Event description:
It was reported that the pt experienced elevated blood glucose levels.

Manufacturer narrative:
The pump was returned to animas. Evaluation demonstrated that the pump was operating within required specifications and delivered insulin accurately. There were no alarms in the pump history suggesting any pump malfunction.